Manufacturer narrative:
Manufacturing review: a DHR was reviewed and manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing the cannula fired automatically, therefore, the investigation is confirmed for cannula self-activation. An x-ray revealed incomplete cannula tag engagement, and upon disassembly it was noted that the right bumper was missing and the left bumper was bent. However, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during of an ultrasound-guided prostate biopsy, prior to insertion, the biopsy device allegedly self activated without touching the triggers. Reportedly, no coaxial needle was used and the procedure was completed with another device. There was no patient contact.

Event description:
It was reported that during of an ultrasound-guided prostate biopsy, prior to insertion, the biopsy device allegedly self activated without touching the triggers. Reportedly, no coaxial needle was used and the procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a DHR was reviewed and manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing the cannula fired automatically, therefore, the investigation is confirmed for cannula self-activation. An x-ray revealed incomplete cannula tag engagement, and upon disassembly it was noted that the right bumper was missing and the left bumper was bent. However, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The previously submitted emdr (follow up 1) inaccurately reported the g4 date. The g4 date should have been reported as 29-oct-2019, follow up #2 was capturing this.

Event description:
It was reported that during of an ultrasound-guided prostate biopsy, prior to insertion, the biopsy device allegedly self activated without touching the triggers. Reportedly, no coaxial needle was used and the procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during of an ultrasound-guided prostate biopsy, prior to insertion, the biopsy device allegedly self activated without touching the triggers. Reportedly, no coaxial needle was used and the procedure was completed with another device. There was no patient contact.